Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. The electrogram suggested that the implantable cardiac monitor exhibited undersensing that did not correspond to a genuine pause episode. No programming changes were made. The patient was stable and would be monitored remotely.